Event description:
It was reported that device had migrated from pocket to near the patient's armpit resulting in discomfort to the patient. Pocket revision was performed. The patient will be monitored and no adverse consequences were noted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.